Manufacturer narrative:
On (B)(4) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system e3 section.

Event description:
On (B)(4) 2020, a distributor of infutronix reported an issue on behalf of an end user: "an administration set model hs-008-b lot 2003005 came apart at the filter." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.